Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a debridement surgical procedure on (B)(6) 2017 due to postoperative infection after previous left thigh bone surgery and the reservoir was connected to a drain. On (B)(6) 2017, it became impossible to apply negative pressure by the reservoir because the spring inside it became unable to restore. Drainage was continued by natural pressure with the exit plug removed. The reservoir was put on the floor and a nurse continued milking for drainage by natural pressure. The drain and reservoir were removed on (B)(6) 2017 due to concern for an infection risk through the open exit port. The patient is currently under follow-up observation and hospitalization has been extended due to the drainage problem. It was also reported that there is a possibility of a re-operation depending on the result of follow-up observation.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Additional information. Additional actual product returned and evaluated. The plate was able to open and close without any issue. If the spring had been broken or damaged, the plate could not have performed this function. The plate was activated while the inlet ports were open, showing that the duckbill valve is not occluded. The sample does not have any broken or damaged components that could have affected its function.